Event description:
Caller reported a malfunction on pump with specific code malf 9. There was no adverse impact to customer¿s blood glucose level as it did not exceed 500 mg/dl. Cts assisted caller with resetting pump, but it did not turn back on and further follow-up was noted for resolution.